Event description:
Dr's assistant reported on 1/26/07 the dr (internal medicine/dermatologist) was experiencing breakage during use with 3/0 black monofilament nylon suture (item #925b - lot #m962220) and also reported one (1) incident where a pt that was treated for skin lesion removal returned two (2) days post-op with broken sutures which resulted in re-excision, re-suture and treatment with antibiotics. The dr's assistant stated that the pt has since recovered and is fine except for more than usual scarring.

Manufacturer narrative:
Within the "precautions" section of the IFU for this item, it states "in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. As with any suture material, adequate knot security requires the accepted surgical technique of flat, square ties, with add'l throws as warranted by surgical circumstances and the experience of the surgeon. The use of add'l throws may be particularly appropriate when knotting monofilaments". The dr's assistant did not provide info on the dr's knot technique or the type of stitch used to approx the incision. In 02/05/2007 - 02/06/2007, unopened samples of the complaint product were returned to angiotech from the dr's office for eval. A visual eval, u.s.p. Dimension and knot pull test were performed on twelve (12) pieces. All samples were noted to have no irregularities and the results of the tests performed were acceptable and met the current u.s.p., and angiotech spec requirements.